Event description:
Bear 5 ventilator initiated in ICU # 3 -- 5 minutes without problem: then "tcc temp low" alarm also "power line failure" and "vent inop" alarms. Vent. Would not cycle. Plugged oxygen line into adjoining room outlet and vent operated without problem. Pt ventilated with ambu bag during variance with 100% oxygen. Blood oxygen saturation 100%. Checked exhaled volume on wright spirometer after vent resumed and vent corresponded with measurements.